Event description:
The manufacturer received information alleging a ventilator was alarming for a low expiratory pressure condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board, tubing, blower motor, flow sensor assembly and flow element were replaced to address the issue. The device had evidence of contamination.